Event description:
It was reported that patient underwent a partial knee arthroplasty on an unknown date. A revision procedure has been indicated where surgeon will address a femoral fracture and implant a larger tibial bearing; however, there has been no reported procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure date, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2014. A revision procedure has been indicated due to a tibia fracture causing the tibial tray to subside and the tibial bearing to loosen; however, there has been no reported procedure to date. It was further noted the fracture was a stress fracture and not implant related. Additional information received noted patient was revised on (B)(6) 2014. The tibial bearing was removed and replaced and a buttress plate was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right partial knee arthroplasty on (B)(6) 2014. A revision procedure has been indicated due to a tibia fracture causing the tibial tray to subside and the tibial bearing to loosen; however, there has been no reported procedure to date. It was further noted the fracture was a stress fracture and not implant related.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.